Event description:
It has been reported to co that during the procedure, this device failed to sense. The device was removed and replaced. There is no report of patient injury. The device is being returned for co analysis.